Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received showing noise on the ventricular channel due to myopotential oversensing. Patient was asymptomatic. Oversensing was reproducible in clinic with isometrics. Programming changes were made. Device remains implanted.